Event description:
It has been reported to philips that the collimator was blocked - it was faulty. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use. The philips field service engineer (fse) inspected the system on-site and confirmed that the collimator doesn¿t moves at startup of the system. Review of the system log files shows collimator errors and warnings. Fse checked the status of the collimator board leds, checked power supply and did collimator post (power on self-test) functionality test which was unsuccessful. Fse found collimator doesn¿t move due to a faulty xdc board. Fse replaced the xdc board. After replacement the system was working fine. The codes were updated based on the investigation outcome. Device problem code and health impact code were corrected.